Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system catd aspiration catheter (catd) and an 8f non-penumbra sheath. During the procedure, while attempting to insert the catd into the sheath, the tip of the catd kinked; therefore, the catd was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a 10f non-penumbra sheath. There was no report of an adverse effect to the patient.